Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a loss of connection and a hypoglycemic event occurred. The patient stated before going to bed, they experienced signal loss. They turned their bluetooth off and on and the signal came back. They went to bed around 11:30pm and when they woke up, they were in the back of an ambulance. He indicated that he was not unconscious but was out of it and making noises. His roommate knew something wasn't right, so he called the paramedics. The paramedics treated him with what he thinks was dextrose and indicated that his blood sugar was 25 mg/dl when they checked it with a meter. The patient stated he looked back in his data and noticed the signal loss occurred during the night while he was asleep and came back on at 5:00 am and by 6:30-7pm he was in the back of an ambulance. The patient also mentioned he uses an insulin pump. The patient did not wish to provide additional information. Data was provided for evaluation. It was determined that loss of connection was related to the mobile application. It was indicated that the operating system for the smart device was not a supported system which is patient misuse. A review of the share logs was performed, and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was determined to be no communication ¿ gap in logs. No additional patient or event information is available.